Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. The rear case was replaced, including the failed speaker. (B)(4).

Event description:
It was reported that a spectrum pump constantly had no audio output during set up in the intensive care unit. It was also reported there was no patient involvement.